Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microtainer® map microtube for automated process k2 edta clotted. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: 50 retention samples from bd inventory were visually inspected with no issues found. Additionally, 5 retains were functionally tested via titration for additive quantity; all retain samples were within specification limits. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that the bd microtainer® map microtube for automated process k2 edta clotted. There was no report of patient impact.